Event description:
It was reported that during primary functional endoscopic sinus surgery (fess), the registration probe used with the trudi navigation system would not navigate or show up green when in the zone. In addition, when the button on the probe was pressed, it did not light up. It was reported that the device was not in contact with the patient; however, a 30-minute delay reportedly occurred while the patient was under anesthesia. No adverse event was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.